Manufacturer narrative:
The actual device was not available; however, photographs were provided for evaluation. Visual inspection allowed to observe an external fluid leakage from the drain bag sealing near the stopcock. The reported condition was verified. The cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set c, an external fluid leakage was observed from the effluent bag. There was no patient involvement reported. No additional information is available.